Manufacturer narrative:
The reported field event of being unable to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that there were difficulties handling the set screw in the atrial port during lead change. The device was replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).